Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger product ID: 3550-39, lot# n304388, implanted: (B)(6) 2011, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that patient had experienced a loss of stimulation and therapeutic effect. It was explained that the patient had fallen the previous day on some ice. After falling, it was reported that the stimulator had ¿just stopped.¿ patient had also had trouble with their patient programmer synching with their implant. It was noted that impedance testing had been performed, and values had been within normal limits. It was reported that representative had been able to synchronize programmer with the stimulator. It was explained that patient had bruising and swelling around their battery pocket, and was reported to be in pain.